Manufacturer narrative:
Unit had cracked battery tube threads. Unit received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
Information received by medtronic indicated that crack along battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.